Event description:
The customer reported that there was a communication failure error message. This error resulted in intermittent system functionality. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cables, connections and power supply were evaluated during the service call. The system was tested and found to be working as intended and put back into service.